Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the iab to the correct position. A new iab was used and inserted without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. The one-way valve, dilator, syringe, pressure tubing and sheath were also returned separate from the iab. The dilator was found to be bent at approximately 4.6cm from the dilator tip. The inner lumen was also found to be bent within the membrane at approximately 15.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The one-way valve was vacuum tested and it held vacuum. A 0.025¿ laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. A laboratory insertion test was unable to be performed due to the returned condition of the iab. The evaluation found a bent and occluded inner lumen which could cause difficulty inserting the iab. However, we were unable to determine when these may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).